Manufacturer narrative:
Correction b3: event date: remove 05/13/2023 and replace with 05/12/2023. H4: device manufactured on february 16, 2022- february 17, 2022. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation.  Visual inspection was performed to the photograph using the naked eye which showed droplets of fluid inside the device bottle which suggested leak may have occurred. The reported condition was verified.  By the nature of the sample, no additional tests were performed.  The cause of the condition could not be determined.  A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked at the end of the bladder. This was identified during patient infusion. The infusion was stopped and the device was replaced to continue treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.